Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown proximal tibia plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted on (B)(6) 2018 with a stimus steel plate in the proximal tibia to treat tibial plateau fracture. On an unknown date, a chief staff of the hospital asked sales consultant about the material composition in a lateral 3.5 proximal tibia plate. The chief staff claimed that the patient have an allergy to stimus steel. Subsequently, on (B)(6) 2019, all hardware were removed and cultured the soft tissue but there was no sign of acute inflammation or any abnormal growth. No information reported that the patient reported pain which was often a product of the tibial plateau fracture that was sustained. The patient came back and complained of pain in the clinic. This report is for one (1) unknown proximal tibia plate. This is report 1 of 2 for complaint (B)(4).